Manufacturer narrative:
Upon follow up it was identified the broken portions of screws were retained by the patient. This information was not noted when the complaint was received. A supplemental report will be submitted upon completion of the device evaluation. Implant date was originally reported to be (B)(6) 2014, however additional information was received stating the correct date is (B)(6) 2014. Supplemental report four of four for the same event, reference 3004485144-2015-00081-1, 3004485144-2015-00082-1 and 3004485144-2015-00094-1.

Event description:
Upon follow up it was identified the broken portions of screws were retained by the patient.

Manufacturer narrative:
The maxan 4.0mm x 14mm variable screw, item # 14-521614, lot # j89457 was returned for evaluation. Visual inspection of the screw shows minor scratching and wear at the screw head consistent with normal use. No fractures or other anomalies are noted. The complaint of fractured screws is not confirmed on this screw. A function check of the returned item was not performed. The DHR was reviewed and no non-conformances were noted. Visual examination does not confirm any reported failure. The reported complaint is related to screw breakage, however it is not related to the two screws of this lot number. Supplemental submission four of four for the same event, reference 3004485144-2015-00081-2, 3004485144-2015-00082-2 and 3004485144-2015-00094-2.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Report four of four for the same event, see also 3004485144-2015-00081, 3004485144-2015-00082 and 3004485144-2015-00094.

Event description:
The facility reported during the patient's 12 month regularly scheduled follow up appointment they identified broken screws at the 7th cervical (c7) vertebra. A revision surgery was performed to remove instrumentation at levels c5-7, elongation, derotation, flexion (edf), anterior cervical discectomy and fusion (acdf) of c4-5 and revision anterior fusion of c5-7 with instrumentation c4-7. The original acdf surgery was for c5-c7, but the revision was completed on c4-c7 levels.